Manufacturer narrative:
The suspect device / component has not been returned to vyaire. Therefore, no definitive root cause can be determined. However, this device was evaluated by the customer who identified that the failure was associated with a faulty main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced transducer fault (xdcr) alarm while on patient. The patient was transferred to another ventilator with no patient harm noted.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis team confirmed the customer's reported issue of transducer fault on start up. A faulty transducer sensor was noted. This is a known issue referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information becomes available.